Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the down arrow key on their insulin pump was unresponsive unless pressed very hard. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the keypad anomaly. There was no stuck button alarm in the alarm history. The device was not dropped, bumped or exposed to moisture. Block mode was also inactive. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
All of the buttons are responding properly. No damage or moisture damage was found on the keypad assembly. No unlocked keypad connector during our visual inspection. The insulin pump passed all functional testing including the rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was received with scratched case, case cracked behind the pump near the battery compartment, pillowing keypad overlay and minor scratched lcd window.